Event description:
A female underwent revision surgery for ventral hernia repair in 2007. The original hernia had been repaired with a synthetic mesh that had become infected. The infected synthetic mesh was removed. Surgimend was implanted at the infected surgical site to complete the revision repair. On two months later, the patient returned and had developed a hernia at the original site. It was determined that the product failed. The remainder of the surgimend was removed and the hernia was once again repaired with synthetic mesh. Two product devices were used during the surgery. Both were part #606-001-009, lot# 0701020 with an expiration date of 2010-01 and lot# 0701001 with an expiration date of 2009-12. Both lots were manufactured in january 2007.

Manufacturer narrative:
The production records for these lots were reviewed and everything was in order and all product release specifications were met. At this time, the patient is doing fine. The surgimend instructions for use state that, "surgimend should be used with caution in surgical locations where an infection exists or is suspected. Collagen-based implants may be susceptible to degradation by enzymes produced by bacteria. It is very likely that the use of the product in an infected surgical location contributed to the failure of the device